Event description:
The catheter was placed in early september, exact date unk. Approx. One month following placement. The catheter was noted to have separated. The pt was taken to surgery where the catheter was removed. Following surgery, the pt was noted to have developed cholesteric peritonitis. Due to heavy hepatic cirrhosis, the catheter could not be replaced.